Event description:
It was reported that during the use of the product (a pump), a no disposable, pump won't run alarm went off. The cassette used in combination with the pump had an unknown lot number. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Preventively, replace the downstream sensor and the upstream sensor. The cause of the reported problem could not be determined. Product is beyond 12 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. UDI#: unknown; premarket (510k) number: unknown.